Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that one of his ten sensors broke and he was unable to insert it. Another sensor had calibration errors and a change sensor alarm. No further details were given regarding the broken sensor. The sensor was not returned and two replacement sensors were shipped to the customer.